Manufacturer narrative:
Corrected data: upon further review, it was noted that the patient was implanted with a new johnson & johnson intraocular lens (iol). There were no surgical or medical interventions required or are planned. These were inadvertently missed in the initial report submitted. This supplemental report is submitted to correct this. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new info. Provided that eye affected was left eye. Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 6. 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the complaint lens was evaluated under magnification. The lens was received stuck to the handpiece tray. The lens was observed to be cut into pieces and stuck together. The lens was cleaned and presented to be cut into three pieces. The lens also presented with scratches and damage to the edge of the lens. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted and it was discovered that, there was a hole in the center of the lens. Iol was placed and removed during the same procedure. It was noted that there was no issues, the patient was not affected. The defect was from manufacturing, not preparation. No other information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.